Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. A replacement pump with updated software was arranged to be sent to the customer, who will continue using their current pump for backup therapy.